Event description:
The pt received an scs system on (B)(6) 2011. It was reported the pt is experiencing problems establishing communication with the ipg via the programmer. An appointment will be scheduled in an effort to resolve this matter through reprogramming.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.